Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was stimulating the diaphragm causing the patient to hiccup. The device was reprogrammed and the lead remains in use. It was further reported that the patient continues to have diaphragmatic stimulation causing hiccups. The device has been reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was stimulating the diaphragm causing the patient to hiccup. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.